Manufacturer narrative:
Philips service replaced the x-ray tube and main power supply unit. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-rays were unavailable due to a defective tube grid and power supply issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.